Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose level was 48 mg/dl. Customer¿s blood glucose value was 251 mg/dl. Customer treated with juice for low blood glucose. Customer also stated that the insulin pump had a critical pump, keypad unresponsiveness and flashing display. Customer also stated that he insulin had a beep anomaly. The customer decline troubleshooting for low blood glucose. The product will return for the analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unable to confirm missing segments or partial display, keypad anomaly or audio or vibrate anomaly due to critical pump error alarm.